Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure and infection early onset.

Event description:
Healthcare professional reported "exposed". Later healthcare professional reported "is there an infection? Yes" and breast cancer. Breast cancer is not considered device related. This record is for the right side. The device was explanted.